Event description:
It was reported that the pt underwent a posterior lateral fusion at l5-s1. The procedure was a decompression, laminectomy, and foraminotomy, with bilateral fusion with local bone. The pt underwent a revision surgery 13 months post-op because the pt had not fused. Upon removal of both s1 screws, it was found that the screws were broken. The broken screws were removed and replaced with new screws. The l5 screws were left in from the original surgery. New rods and set screws were used in the pt. No additional pt complications were reported.

Manufacturer narrative:
(B)(4). The bone screw was returned for eval. Macroscopic examination confirms the bone screw is broken; significant fracture surface damage is noted. Microscopic examination reveals a fairly flat fracture surface with progressive striations, indicative of fatigue. A review of the device history records did not identify any applicable nonconformance to specification.